Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned. Agent confirmed that the cause of the migration is unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a catheter revision due to a catheter migration and lack of pain relief. The revised segment was discarded.